Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter material deformation. After review of the provided images material deformation cannot be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using rotarex. During the procedure it was reported that the sound was not right, the suction was not coming out, the waste fluid collection bag below was not flowing. Reportedly, after inspection, there were three small holes found in the catheter that were leaking fluid. The procedure was completed using new rotarex. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using rotarex. During the procedure it was reported that the sound was not right, the suction was not coming out, the waste fluid collection bag below was not flowing. Reportedly, after inspection, there were three small holes found in the catheter that were leaking fluid. The procedure was completed using new rotarex. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.